Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the symptoms of redness and itching improved with the treatment. Oral antibiotic therapy was to be continued, and daily wound disinfection was to be performed with the plan of monitoring the course carefully. The patient was discharged on (B)(6) 2026.

Event description:
It was reported that the patient had a major mediastinal bacterial infection. The patient was treated with surgical and medical therapy. The infection was considered to be likely related to the device as the infection was associated with bacterial entry following spontaneous collapse of the midline thoracic incision.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.